Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4) implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). It was reported that no leads revision was done only ins replacement. This additional information contradicts the manufacture record that the ins and leads were removed. No patient symptoms or complications were reported in this event

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), product type: lead, product ID: 3777-60, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), (B)(6), (B)(4); pli - 10: (B)(4). Information regarding pli 10 was already reported via MFR# 3007566237-2018-01195. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins). A pre-operative diagnosis of mispositioned leads was reported. The hcp reported a revision of the implant system with the explantation of the malpositioned lead and implantation of new leads with connection of the right buttock battery. The procedure was described and it was mentioned that the lead had slipped past through the anchor out of proper position. No further complications were reported. No new information- the hcp reported the patient wasn't in their system.